Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading of 'lo' (< 20 mg/dl) with the freestyle libre built-in meter. The customer was not experiencing symptoms, but the caregiver treated the customer with sugar, then applied a freestyle libre sensor. The sensor reading was 278 mg/dl, so the caregiver treated the customer with 3 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed precision strips passed all tests prior to release. Retain testing was performed for precision strips. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading of 'lo' (< 20 mg/dl) with the freestyle libre built-in meter. The customer was not experiencing symptoms, but the caregiver treated the customer with sugar, then applied a freestyle libre sensor. The sensor reading was 278 mg/dl, so the caregiver treated the customer with 3 units of insulin. There was no report of death or permanent injury associated with this event.